Event description:
Complainant alleged that during a facility training session, the device issued a "unit failed" message after the initialization sequence. The complainant indicated that there was no patient involvement in the reported malfunction.